Event description:
It was reported that during an anterior cruciate ligament reconstruction surgery while inserting the implant the eyelet opened up. No pieces broke off inside the patient. There was no harm for patient, operator or third party. The surgery was finished successfully with a new device with the same part number. It was not necessary to switch the surgical technique or do a second surgery.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Manufacturer narrative:
Complaint is confirmed. Upon visual evaluation, the eyelet was opened up on one side of the eyelet and bent at the tip. Functional testing between the driver and outer sleeve found that the two devices rotate smoothly. The method of bone preparation employed during the procedure, as well as the bone quality encountered, was not provided. The most likely cause can be attributed to improper bone preparation or prying/leveraging the eyelet during insertion.